Manufacturer narrative:
This report is being supplemented to provide additional information and the legal manufacturer's investigation. B5 has been updated and the customer added that the device was reprocessed according to the user's manual prior to being sent for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, there was no deviation from the IFU in reprocessing steps for the area in which the foreign material was found, and there was no physical damage. The identity of the foreign material could not be obtained, and the root cause could not be specified. The suggested event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
It was added that the customer-reported event occurred at the end of an unspecified procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that celling plate was deformed; air water cylinder, suction cylinder had no color; label on suction connector was damaged; insulation resistance value at distal end did not meet the standard value due to adhesive peeling on bending section cover; bending angle in up direction did not meet the standard value due to wear of angle wire; light guide lens had a crack; universal cord had wrinkled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had broken tie rods. The device was returned for evaluation. During the device evaluation, foreign material remaining from previous procedures between the adhesive of a light guide lens and the plastic distal end cover was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.